Event description:
Patient reported "lots of" left side "calcifications," severe left side pain when she lifts anything with the left arm, and the left side implant "feels extremely soft, like somehow it isn't as full as it was before." Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, white particles in shell, curved opening, weight within specification. A microscopic analysis was performed which identified; a curved sharp opening on posterior side in the same location of crease assessed as fold flaw opening and stress marks assessed as non penetrating nicks. Based on the device analysis the final assessment is a sharp crease opening assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.